Event description:
Procedure type: diverticulectomy. According to the reporter: after firing the device, the staples were missing. A linear stapler was used for the anastomosis and a colostomy was performed to complete the procedure.